Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 500mcg/ml baclofen at 25.02mcg/day via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that the patient's pump was empty and had been empty for 5 years. The hcp reported that the patient hadn't followed up with a doctor regarding their pump in 5 years, didn't have a managing physician, and was trying to get the pump removed. The last change on the pump was (B)(6) 2011. The printout said that the infusion mode was simple-continuous. No further complications were anticipated/reported.